Event description:
Information received regarding the explanted device notes that on occasion, the patient felt dizzy. An ECG showed pauses which could not be reproduced during testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received